Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon stuck inside - vagina [foreign body in reproductive tract]. Case description: consumer contacted via phone and stated that she had a tampon stuck inside her. No serious injury was reported.